Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.

Event description:
It was reported that during lead revision due to dislodgement the can was hit with wand and the device went in bvvi mode. The physician elected to explant and replaced the device. It was noted that the pt was being upgraded to a biv device. It was noted that the pt had an lvad.